Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿hard tender painful lumps in lips where filler was placed" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 4. Warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. 6. Adverse events: table 1 and 2. Injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects. Possible treatment site responses include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. Postmarket surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported that after 2 injections in the lips with juvéderm volbella® xc, 1 month apart, and 5 months after the 1st injection the patient experienced ¿hard tender painful lumps in lips where filler was placed¿. Approximately 3 weeks after symptoms were noticed the patient was injected with hylenex as treatment. Follow up treatment with hylenex was administered a week after the first treatment. No diagnostic testing performed. Physician commented ¿patient had dry needling done for fibromyalgia and then 5 days¿ later patient had massage and remembered that lips felt swollen- massage was 4 ½ - 5 months¿ post volbella injection." This is the initial use of syringe and the packaged needle used. Symptoms are ongoing. This record represents the 2nd injection. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00711 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm volbella® xc, also a device manufactured by allergan.